Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced infusion sets tubing detachment events on (B)(6) 2026 and (B)(6) 2025. The infusion set was in use for two days. The site of detachment was tubing connector. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.